Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and suicidal ideation ("suicidal ideations") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd (interpreted as pre menstrual dysphoric disorder"), depression ("depression"), anxiety ("anxiety,"), dysmenorrhoea ("dysmenorrhea-cramping/ painful heavy periods") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, suicidal ideation, premenstrual dysphoric disorder, depression, anxiety, dysmenorrhoea and tooth disorder outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, pelvic pain, premenstrual dysphoric disorder, suicidal ideation and tooth disorder to be related to essure. The reporter commented: there are essure wires within the fallopian tubes and cornu of the uterus no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.